Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(6).

Event description:
The consumer reported that there was a loss of therapy, and it was noted that there could be "other activities" related to this issue. Since the patient's last programming session, he had been walking more and spending hours doing woodworking. The patient initially worked with one manufacturer representative, and the patient's programming was so that he had to crank up stimulation way high to get relief. At the most recent programming session, the patient met with a different manufacturer representative that had completely changed his programming. It was set up so that he did not feel the stimulation; this had worked out great for him. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the patient reported all was well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported he did not have a loss of therapy. The reason for the patient calling was to obtain a telephone number for a therapist. Up until this point, the patient was not hopeful the stimulation was going to help him. In order to have any pain relief, the patient had to turn up the impulse so high that it was very uncomfortable. After explaining this to the manufacturer's representative (rep), the rep changed the settings to where he could barely feel the impulse. After the rep changed the settings, the patient's pain level decreased about 70%. The patient wanted to thank the rep for helping him and tell him how pleased he was with the stimulator.